Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction air water nozzle and cylinder has corrosion is traced to component failure and a definitive root cause of the bending section cover, suction tube in universal cord and channel tube has foreign objects could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air water nozzle and cylinder has corrosion, bending section cover, suction tube in universal cord and channel tube has foreign objects. There was no patient involvement.